Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states blood leakage was found on the intravenous blue port. This occurred approx 20 days after intubation. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.